Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the 4k camera head, the camera would not register with the camera box. The issue occurred during preparation for use, there was no procedural delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and a faulty cable was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty cable. There was also chipping found on the packing cab, and rear covered label was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.